Event description:
There was an allegation of questionable creatinine results from the cobas 6000 c501 module. Example 1 initial result was 99 umol/l, and the repeat results were 76 umol/l and 75 umol/l. Example 2 initial result was 76 umol/l, and the repeat results were 99 umol/l and 78 umol/l. Example 3 initial result was 110 umol/l, and the repeat results were 74 umol/l and 75 umol/l. Example 4 initial result was 80 umol/l, and the repeat results were 40 umol/l and 40 umol/l. Example 5 initial result was 121 umol/l, and the repeat results were 85 umol/l and 86 umol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found that the sample probe was bent, and there was a small leak from the mixing valve. He replaced the mixing valve and the sample probe, adjusted the washing station and probe, and checked the washing stations, rinse station, and vacuum system. He changed the cell blank, acid/basic needles, the window in the water bath, heatcut filter, lamp, gear pump head, and both reagent probes. The investigation determined that the service actions resolved the issue.